Event description:
Status post motor vehicle accident 1999, pt had multiple fractures including bilateral femur fracture treated with plating. Pt has been operated three times due to non-union and once on the left side. Pt came to surgeon's office in a wheelchair for eval, treatment and second opinion. Per x-ray, failure of hardware as well as non-union left femur. Pt underwent removal of failed hardware, take-down nonunion, im nail fixation left femur bone allograft placement. Intra-operative per surgeon noted plate present and loose, was removed after screws and tension band wires were removed. The pt had two broken screws which were also removed.